Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced severe peritonitis and was hospitalized on the same day as the onset. The patient was treated with meropenem injection (1 gram, frequency, route and duration were not reported) for the event. The same day as the onset, the patient¿s pd catheter was removed due to peritonitis and pain and recatheterization will be planned after two months. For the next two months, it was reported that the patient will be on hemodialysis (hd). At the time of this report, the patient was still in the hospital and was recovering from the event. Dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.